Event description:
It was reported that approx three months after stent implantation in the sfa, the pt presented with leg pain, and imaging revealed a stent fracture and thrombus within the stent. Balloon angioplasty was performed within the fractured stent and thrombolytic therapy (t-pa) was administered overnight. Another stent was implanted within the fractured stent the next day, which successfully restored blood flow through the vessel. The pt was reported to be asymptomatic and in stable condition after the procedure.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.